Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The operating currents could not be tested due to the blank display. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
Customer reported that she experienced high blood glucose. Customer stated she did not feel well and when she checked her blood glucose was reading 571 mg/dl; treated with the insulin pump. Customer also reported that she received an off no power alert two times. She did not receive a low battery alert prior to the off no power alert and the battery was not previously used. Device was dropped on ground one time and has scratches on screen. Customer stated that the battery compartment is oily inside and battery was oily. She noticed the insulin pump will just shut off then come on and say failed battery test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.